Event description:
It was reported that the 9400 system would not fluoro and had no image displayed during a case. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call.